Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture and unspecified oversensing. Additional information was requested and not received.